Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ssc advanced display driver (sadd) printed circuit assembly (pca) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during system setup for a procedure, and reported the system powered on and displayed error 319 at startup. The tse reviewed the logs and determined the error pointed to the synchro to digital converter (sdct).the tse then walked the caller through a hard power cycle, but the error condition did not change. The customer then elected to swap the console with another console.the procedure was aborted to another dv system. There was no patient involvement.